Event description:
In 2009, the sales representative reported that during surgery, the surgeon was trying to remove a closure top during the revision case, and the prong broke off the instrument and fell into the patient. They were able to remove the prong from the patient. They attempted to remove the closure top with a second driver and the prongs bent on the driver. Additional information received on 29 jan 2009 via telephone. The revision surgery was for removal of hardware and reinstrumentation with another product system, however, the sales representative is not sure why they are doing the revision. The surgeon was attempting to explant the closure top on l4 when the driver would not engage and continued to slip out. After several attempts the driver tips broke and fell into the wound. The surgeon retrieved the prongs and attempted then to explant the closure top with the second driver in the kit. That driver broke one prong and bent the shaft. The surgeon was able to explant the closure tops with a drill and removed the hardware. There was a surgical delay of 30 minutes. The surgeon then reinstrument with another companies system. This report is for the revision surgery for an unknown reason.

Manufacturer narrative:
No device will be returned. The investigation pending is for the revision surgery.